Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed loss of atrial capture on the patient's implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.